Event description:
It was reported that the user's glucose sensor displayed a high reading because the ilet system had been disconnected overnight after a previously reported low-glucose event. The user did not have a glucometer to confirm blood glucose level at that time. The agent assisted the user in reconnecting to the ilet and later the user reported blood glucose trending down to 278 mg/dl, with no device component implicated and user procedure identified as the issue. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem associated with not reverting to back up therapy. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.